Event description:
A 8mm tibial nail was inserted into the pt's tibia (open fracture) in 1999. A plaster was applied three months later in 2000. The nail broke 9 months after insertion and it was removed in 2000.